Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. Fiducials were administered transperineally and the procedure was done under local anesthesia. The patient experienced pain after spaceoar placement and magnetic resonance imaging (MRI) was performed. The imaging was read as 50% of the spaceoar being in the anal mucosa. The placement looked good at base and midgland, with significant involvement of the rectal wall below the midgland. The patient's external beam radiation therapy (ebrt) will be delayed until the gel dissolves.